Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Customer's blood glucose level was 363 mg/dl. Customer was instructed by tandem technical support to create an incomplete bolus alert. Customer and tandem technical support were able to hear the alert audibly. Reportedly, the customer continued to use the pump for insulin therapy.